Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer had reported complaint to (B)(6) and manufacturer had located complaint on (B)(6) list. Test strip lot number was not provided. No report of symptoms or medical attention associated with the use of the product was reported. Manufacturer had contacted (B)(6) via e-mail, and (B)(6) had provided customer's contact information. Manufacturer was unable to contact customer. No further information was able to be obtained.